Event description:
The physician was attempting to pre dilate a lesion in the pt artery using amphirion deep dilatation ptca device. It is reported that the lesion is moderately calcified with 70% stenosis, lesion size 80mm and vessel is non-tortuous. The device was advanced to the lesion site with no resistance noted. At the lesion site the balloon was inflated to nominal pressure (7atm). Physician noted from the indeflator readings that balloon was losing pressure slowly. It was reported that the pressure went down as if the balloon was leaking and losing pressure slowly. Physician then attempted to increase pressure and noted saline solution was leaking from the port. The protective sheath was present when device was removed from the hoop. The device was not inspected or prepped before use. There was no difficulty loading the device onto the guidewire. The balloon was few seconds to nominal pressure when leak was noted and pressure drop was gradual. The device was the second device used during the procedure. The first device was amd225210002 which was used to treat the ata. Force was not used to deliver the device through the guide catheter, to or across the lesion. The device did not pass through a previously deployed stent. No difficulties were encountered with any other device used in the procedure. The target lesion was treated with another balloon. No patient injury or other sequelae were reported for this event.

Event description:
Evaluation summary: the device was inspected and a kinked point was detected on the shaft at 10 cm from the balloon. The balloon was unfolded with traces of radio opaque solute in the inflation line. The balloon was inflated three times to 8 bar and pressure held for 30 minutes each inflation with no leakage or abnormality detected.

Manufacturer narrative:
Evaluation results: deformation problem.

Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed (device evaluation in progress). (Based on the information available no root cause can be determined). Evaluation conclusion: unable to confirm complaint (device evaluation in progress). (Based on the information available no root cause can be determined). Conclusion not yet available-evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.